Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String unravels - tampon [device physical property issue]. Case narrative: consumer reported via rr that string unravels. No injury reported.